Event description:
Customer reported intermittent communication errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb, gib, and mainframe power supply. System operates as intended.